Event description:
During testing at the user facility, it was noted that the ground pong on the ac power cord was broken. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No tracking info was provided therefore, specific patient info, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, it was noted that the grond pong on the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.